Manufacturer narrative:
Investigation summary: investigation into this event found that the customer was experiencing calibration failures for several days due to bubbles detected in the cuve tip during aspiration. A field engineer performed on-site service, optimizing all metering adjustments related to the cuve tip. Recalibration following service actions yielded acceptable results. Although the actions taken and responses suggest that an analyzer component likely contributed to the calibration error, the cause of the event was not definitively determined.

Event description:
A customer reported false high valp result from control fluids on the 5.1 fs analyzer following calibration. No patient results were reported. Biased results of the direction and magnitude observed could lead to inapprorpiate physician action. There was no report of patient harm as a result of this event.